Event description:
Customer reported that during a shoulder procedure, the anchor broke at the eyelet while it was nearly all the way inserted. The threaded portion of the anchor remains unsupported in the pt. The surgeon used another twinfix to complete the repair. It was confirmed that the pt had good dense bone and that the surgeon did not pre-drill the site prior to attempted insertion.

Manufacturer narrative:
Device is not being returned; therefore, no evaluation could be performed. Surgeon did not pre-drill as per the IFU when hard bone is encountered. Therefore, this incident is more likely due to improper use of the device.